Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead exhibited extra-cardiac stimulation. The lv lead was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event was extra-cardiac stimulation. As received, a complete lead was returned in one piece. Electrical and visual inspection of the lead did not find any anomalies.